Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, and upon connecting the leads, the device's battery voltage had dropped due to coldness. The decision was made to use a new device. No patient complications have been reported as a result of this event.